Event description:
Procedure:unk, patient sex: unk. It was difficult to insert the instrument inside the trocar. Once the sleeve was inserted several pieces of the trocar were found in the surgical cavity.